Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿alert 41¿ errors related to an insulin shaft rewind malfunction despite multiple user-performed resets, and a replacement device was provided while the original unit was requested for return. Symptoms included hyperglycemia, with a maximum blood glucose of 387 mg/dl and duration of values above target for approximately one hour, without ketone testing, backup therapy use, or medical intervention, and the user reported feeling fine. Outcomes included temporary impaired device function requiring device replacement and user follow-up. Investigation included review of the event details and coordination for device return to enable evaluation. Investigation of this case revealed a reported insulin drive mechanism error consistent with an insulin absolute range/rewind fault associated with the pump¿s insulin delivery component. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the insulin delivery mechanism.